Manufacturer narrative:
(B)(4). A shipping label was provided to the customer and at this time we are awaiting for the sample to arrive from the customer. There was no patient harm related to this issue. (B)(4).

Event description:
The filter broke in two at the weld line, no lot number available. This occurred just after intubation when they went to hook up the circuit.

Manufacturer narrative:
One filter was received for evaluation and during visual inspection the broken filter was observed. The complaint has been confirmed. The device history record for the lot reported was evaluated for any issues related with this customer report and no issues were found. This filter is welded together by an ultrasonic welding machine. We have reviewed all of our processes regarding this issue and have noted that there is no indication that the process, machine or manufacturing personnel are related to the failure since the procedure provides clear instructions regarding the proper way to operate the ultrasonic welding machine and there are also controls in place to alert the manufacturing personnel when the cycle of the ultrasonic welding is not completed. Based on the investigation, the root cause could not be determined; a corrective and preventative action plan has been initiated to further propose a root cause and applicable action plan of the issue reported.